Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and expired on the same day. Furthermore, it was alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.